Event description:
The manufacturer received information alleging a ventilator was delivering low airflow. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was delivering low airflow. The device was returned to the manufacturer for evaluation and the device was found to operate and alarm as designed. No malfunction of the device was observed.